Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken reservoir tube lip, missing end cap sticker and a missing display window. The drive support disk was inspected and no anomaly was noted. The pump was received with a detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that drive supports cap was damaged and insulin continued to squirt during priming. It was reported that drive support cap was sticking out. Caller was not sure how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.